Manufacturer narrative:
(B)(6). (B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss found no issues with the operation of the equipment. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported corneal edema thus there was a decrease in the corneal endothelial cells. Although, attempts were made for additional information, no additional information was provided.

Manufacturer narrative:
Additional information: patient age is (B)(6). Age indicated in this follow up report. Additional information: patient gender is male. Gender selected in this follow up report. Additional information: patient recovered without having any surgical or medical intervention required. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.